Manufacturer narrative:
Medivators has requested the devices subject of the event are returned for evaluation. The investigation into the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure including use of a defendo disposable suction valve, there was too much suction causing the endoscope to suction to the patient's mucous membrane. No report of injury.

Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without the returned device, a root cause could not be determined. The device history record (DHR) was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot.